Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt condition.

Event description:
Boston scientific received info that this left ventricular lead exhibited loss of capture. An invasive procedure was performed and this lead was capped. A transvenous lead successfully implanted. No adverse pt effects were reported.